Event description:
The patient was receiving a high dose of IV cardiac medication to keep his blood pressure up. The IV pump failed while patient was being infused. Patient's blood pressure dropped while a new pump was located.